Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable cause of the additional reported failure(s) did not lead to a clear conclusion about the root cause of the reported event. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the rhino-laryngo fiberscope exhibited that the distal end was torn off during removal of the protective sheath. There were no reports of patient's harm.